Event description:
It was reported by the rep the device was used during a thoracoscopy. It was reported the product was opened for the thoracoscopy and was attempted to be fired on lung tissue. The device would not fire and second stapler was opened. A second stapler also did not fire and case was completed with an atm35 endocutter. There was no consequence to the pt.